Event description:
It was reported that during treatment, the renasys touch device does not turn on even though the battery is fully charged. The treatment continued with a back-up device with no delay. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device would not start, establishing a relationship with the event reported. The root cause has been identified as a software related issue on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.